Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after a mitraclip interventional procedure using a 7f sheath. Reportedly, a suture break occurred. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was observed as a suture malposition based on the returned device condition. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to circumstances of the procedure such that the needle deployment was successful and suggests that the artery was friable such that the suture was pulled out with the device during retraction which resulted in the observed suture remaining in the suture bearing. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.